Event description:
As reported, "orif was performed for ankle fracture using variax 2 fibula plate and asnis 4.0mm. X-ray taken after the plated was placed to the target site revealed that there was what appeared to be a piece of metal at the site. The metal piece was removed from the patient and the procedure was completed."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note corrections d9 and h6 (device code, component code, clinical code, and health impact code). Following the return of the device in the event, the device in this report is now deemed concomitant. Additionally, please disregard the MFR report #: 0008031020-2023-00125. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported, "orif was performed for ankle fracture using variax 2 fibula plate and asnis 4.0mm. X-ray taken after the plated was placed to the target site revealed that there was what appeared to be a piece of metal at the site. The metal piece was removed from the patient and the procedure was completed."